Event description:
While patient on machine, alarms 301 and 144 alarmed and attempted to override with no success. Patient was given her blood back, and machines switched out. Error codes wont clear, happened while hooked up to a patent. 301: d2 flow meter failure, 144: flow balance error. Manufacturer response for hemodialysis, hemodialysis (per site reporter): called baxter and spoke to representative, she said to return unit to use after all patient simulation testing.